Manufacturer narrative:
Correcting a typo in section d1 and d4. The brand name and model # is lifevest wcd 4000 system.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the lifevest equipment. Patient described the area as open sores and lacerations. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Outcome of the irritation is unknown.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the lifevest equipment. Patient described the area as open sores and lacerations. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.